Manufacturer narrative:
Additional information was received that ¿as the wire was removed from the left ventricular (lv) once, the wire was placed in the lv again." As clarified, the wire passed between the frame struts at that time. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the final deployment, the strut and paddle spread all at once and rose towards the ascending aorta. It was suspected that the valve was initially shallow and once it rose, the valve position was not so shallow. As the wire was removed from the left ventricle, it was placed in the lv again. It was suspected that the device passed between the frame struts at this time. The position was bad when inserting the balloon to perform the post balloon aortic valvuloplasty (bav). When the balloon was removed once and used again, the balloon was pulled and the valve was pulled together and raised the valve to the ascending aorta. An attempt was made to implant a second valve, while pulling the paddle with the snare through the first valve, however the snare was caught and filed to pass through the first valve. There was a possibility that the wire had passed through the false lumen of the first valve. Somehow the delivery system of the second valve was removed while using a coda balloon. The true lumen was passed through while using an intravascular ultrasound (ivas), and the second valve was implanted. A bav was performed twice. It was reported that there was no dissection in the arch and ascending aorta a nd no injury in the access blood vessel. No additional adverse patient effects were reported.